Event description:
The manufacturer's representative reported the patient had been experiencing a return of pain. The first roller study didn't show any movement. A second roller study was done that showed the roller did move. A follow up report will be sent when additional information is received.

Event description:
It was determined that the event described in manufacturer's report number 2182207-2005-00845 was previously reported in manufacturer's report number 6000030-2005-00970.